Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the customer's report was observed and the pace/defib (pd) engine board was replaced. The device was recertified and returned to the customer. The pd engine board was returned to zoll medical united states; the report was duplicated and attributed to a faulty integrated circuit on the pd engine board. Analysis for reports of this type has not identified an increase in trend.